Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the had experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl at time of incident. The customer stated that the blood glucose was running low and did not get any alarms that stated the delivery was stop or that he was low. The insulin pump will not be returned for analysis.